Manufacturer narrative:
This device passed all returned product testing; however, boston scientific has initiated an investigation into the behavior described in the event description, including consideration of potential design enhancements, as deemed appropriate.

Event description:
It was reported that during device implant testing, the patient failed to convert with the device eight times. The patient also failed to convert with external shocks but was eventually successful. During this, there was difficulty with telemetry and the physician was unable to retrieve the induction episode. The physician elected to implant a transvenous device for therapy optimization. No adverse events.